Manufacturer narrative:
Investigation is ongoing. The cause of death is not known at this time.

Event description:
During a valve-in-valve procedure, the second sapien xt valve embolized into the ventricle during post-dilation. Approximately 7 weeks post implant of a sapien xt valve, the patient was re-admitted with chf and moderate to severe pvl was noted on echo. Initially an amplatzer device was planned to plug the pvl. However, upon review of the CT, the decision was made to perform a valve in valve because the physician team believed the sapien xt valve had been placed too high (90 aortic/10 ventricular). An .014mm wire was placed down the lca. A 29mm sapien xt was deployed 30% lower than the initial valve and was deployed 20:80 aortic/ventricular. The valve was stable but did not look fully expanded and it was decided to post-dilate with an additional cc of saline. While crossing the newly implanted xt valve to redilate, the valve embolized into the ventricle. The operator tried to inflate the balloon inside the valve and pull it back inside the annulus/implanted sapien xt unsuccessfully. The decision was made to use a 31mm corevalve to anchor the embolized sapien xt to the annulus. This was done successfully. At this point there was still, moderate to severe pvl. A second 31mm corevalve was placed inside the annulus successfully eliminating the pvl. The second cv occluded the lm, so the lm was stented. Hemostasis was achieved in both legs. The patient was transferred to ICU and died later that night. The cause of death was not reported. Note: this case pertains to the second deployed sapien xt valve. Reference mfgr report 2015691-2015-00300.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the second valve embolized due to device manipulation (attempts to cross the newly implanted valve with the balloon for post-dilation). Additional information was received that the patient suffered a cardiac arrest and died while in the ICU. The official cause of death is unknown; however, there is no indication at this point that the death was related to valve dysfunction or other device injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.